Event description:
The customer reported that the jaws of the device disconnected from the rest of the instrument. It is unk if the disconnected part was completely detached or still partly attached to the device. Nothing fell into the pt cavity. There was no harm to the pt, and another device was opened and used to complete the case.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.